Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2013, the pt underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprosthesis. After a contralateral leg component was advanced into position and deployed, the delivery catheter could not be withdrawn. It was reportedly noted that after the device was deployed, the delivery catheter would not move backwards on the amplatz guidewire, and the delivery catheter appeared to get hung up where the trailing olive was catching on the gore dry seal sheath. It was reported that after force was used to remove the delivery catheter from the pt, the polyimide shaft broke off at the trailing olive and remained in the pt. The leading olive with polyimide shaft was able to be removed with the sheath, and another. Sheath was advanced to conclude the procedure. Final angiography showed exclusion of the aneurysm with no damage to the pt's ilio-femoral system. The pt tolerated the procedure.